Manufacturer narrative:
Complaint evaluation the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty bezel assembly. Customer resolution and conclusion based on the conclusion of the evaluation, it was determined that this was a malfunction of the bezel assembly. The part was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's control panel was blurred. There was no patient involvement.